Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a healthcare professional loaded the valve. Load check was performed but it was unclear due to images if the load was good. The implant team proceeded with the procedure. When the valve was positioned and deployed to 80%, infolding was noted. Subsequently, the valve and delivery catheter system (dcs) were withdrawn from the patient. Then a pre-dilatation was performed. A new valve was loaded onto a new dcs. Load check was performed, and no misload was detected. The new valve was implanted with no issues. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: d9 - device available for evaluation, return date h3 - device evaluated, device returned to manufacturer and eval summary attached h6 - method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were stiff and appeared dehydrated. Leaflets exhibited signs of severe creases possibly associated with the valve being loaded inside the delivery system for an unknown duration of time. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures appeared intact. The valve was received in a partially crimped state with the valve skirt exhibiting severe creases and imprints. The valve was submerged in a warm saline bath. The valve maintained a compressed condition, possibly from being in the loaded state, inside the delivery system, for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: media files and a mobile product experience questionnaire were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed; however, proper visualization was not possible. The imaging was very poor, and it is very difficult to confirm the load. It was reported that it was unclear if the load was good. Another fluoroscopic valve load inspection was warranted to confirm a good load. Of note, medtronic recommends to slowly rotate the capsule 360° while using anterior-posterior, high resolution imaging at increased magnification for the inspection. The valve was deployed to 80% and it appeared to be very high and significantly under expanded rather than infolded. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. In this case, the valve appears to be under expanded rather than infolded but since it was not entirely evident, proper action was taken by the physician and the field team to ensure patient safety was assured and a new valve was used. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, the load check was performed but it was reported as unclear due to the images if the load was good. Thus, a loading error is a likely potential contributing factor. Per the image review, the reported infolding was possibly under expansion. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that there was nothing in terms of patient anatomy that contributed to the infold. A procedural delay was reported, as the implanters needed to wait for a replacement valve to be loaded. No adverse patient effects were reported.